Manufacturer narrative:
Stryker evaluated the customer's device and was able to be verify and duplicate the reported issue. It was determined that the cause of the issue was the system pcba. The system pcba was replaced to resolve the issue. The device passed functional and performance testing and was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device did not complete the boot up cycle during initial power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not complete the boot up cycle during initial power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.